Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed cracked safety closures on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-aug-2025. Investigation summary: bd received 1 photo for investigation. The photo showed the outside of the box with the information of the product. A total of 50 returned samples were visually inspected and underwent functional tests for bent cannula, cracked safety shield, IV lube coverage, and IV point damage. All returned samples passed testing and inspection. Additionally, 100 retained samples were visually inspected and underwent functional tests for cracked safety shield, bent IV cannula, and bent np cannula. All retained samples passed the respective testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: bent needle and damaged shield. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed cracked safety closures on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.